Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the right ventricular lead threshold was high. The lead was repositioned and remains in use. It was also reported that the left ventricular lead threshold was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.